Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead exhibited low out of range pacing impedance measurements. Noise was also observed which was oversensed and resulted in inappropriate atrial tachycardia response (atr) episodes. At a normal device change out procedure this lead was capped. A new lead was successfully implanted. No adverse patient effects were reported.